Event description:
Boston scientific received information that the high impedance right ventricular (rv) lead associated with this device exhibited increased pace impedance measurements over a one-year period. The other lead measurements were normal and stable. This device later was explanted for normal battery depletion, and the high impedance lead was kept in service with the replacement device. There were no allegations against the device, and no reports of adverse patient effects.

Manufacturer narrative:
Upon return to boston scientific's post market quality assurance laboratory, a review of device memory revealed the device declared its elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Additional lab analysis and testing showed eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of device internal battery impedance. The eol (end of life) indicator was not declared while the device was in service. Testing confirmed all device therapies were available. Device memory review also noted that no abnormal resets, fault codes or indications of device malfunction were recorded when the device was in service. Review of the device data confirmed that high or out-of-range right ventricular pace impedance measurements were recorded during this device's time implanted. Bench testing verified that all lead impedance measurements were within their normal range in laboratory analysis. The device analysis suggests that the high impedances were not related to this product.